Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 228, 216 and 239 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 190 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in a drawer in the bathroom. The test strip lot manufacturer's expiration date is 03/19/2018 and open vial date at time of call is two weeks. Customer stated she manages her diabetes with glipizide 2 mg twice a day. Customer stated she has not had any recent changes in her diet, exercise, or medications. The meter memory was reviewed for previous test result history (reading of 215 mg/dl fasting is a reading customer is concerned with, but is not part of the last 5 readings): (B)(6). Memory concerns:228mg/dl, 216mg/dl, 239mg/dl, 215mg/dl.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 228, 216 and 239 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 190 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in a drawer in the bathroom. The test strip lot manufacturer's expiration date is 03/19/2018 and open vial date at time of call is two weeks. Customer stated she manages her diabetes with glipizide 2 mg twice a day. Customer stated she has not had any recent changes in her diet, exercise, or medications. The meter memory was reviewed for previous test result history (reading of 215 mg/dl fasting is a reading customer is concerned with, but is not part of the last 5 readings): (B)(6).